Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to power on using the lid. Upon further device evaluation, stryker found the device was unable to deliver defibrillation energy. Stryker determined that the cause of the device unable to deliver energy was due to the red energy capacitor wire being disconnected from j17 spade connector. Stryker evaluated the device for the power issue and reviewed the device log, however, there was no evidence that the device was unable to power on. No device failure related to a power issue. The returned device was archived by stryker, and the customer received a replacement device under warranty.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on using the lid. After further testing, it was observed that the device was unable to deliver defibrillation energy. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.